Manufacturer narrative:
Follow-up #1: date of submission 07/20/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: on investigation, the pump powered on with audible tones and vibratory function. The display screen did not illuminate when the pump powered on. The pump was opened for investigation and revealed the display screen to be damaged/cracked. The damaged display was removed and replaced with a test screen, which was fully illuminated and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.